Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during a gastroscopy procedure for polyp removal performed on (B)(6) 2025. During the procedure, large, deep biopsies were performed, and closure was attempted with a clip. The clip was positioned and deployed per standard procedure but did not release from the catheter. After minor scope adjustments, the clip released. The handle spring appeared rolled. The procedure was completed using another resolution 360 clip device. There were no patient complications have been reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter. H11: investigation results the returned resolution 360 clip was analyzed, and it was observed during visual inspection that the device was returned without the clip assembly. The clip had evidence of full of deployment and the control wire was kinked. Additionally, the catheter both kinked and unraveled. Microscopic analysis was performed and showed evidence of full deployment; the control wire was kinked, the catheter both kinked and unraveled. No other problems with the device were noted. The reported event of clip failure to release from catheter and handle break were not confirmed. Upon analysis of the returned device, it was found that the control wire was kinked and the catheter both kinked and unraveled. It is possible that the failures found in the device occurred due to procedural factors such as excess of force, or the manner in which the device was handled and manipulated. Excessive manipulation of the device could have induced the defects found. Based on all gathered information, the most probable cause selected is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during a gastroscopy procedure for polyp removal performed on (B)(6) 2025. During the procedure, large, deep biopsies were performed, and closure was attempted with a clip. The clip was positioned and deployed per standard procedure but did not release from the catheter. After minor scope adjustments, the clip released. The handle spring appeared rolled. The procedure was completed using another resolution 360 clip device. There were no patient complications have been reported as a result of this event.